Event description:
Baxter reported a "punched" transfer set. Baxter hong kong provided and image of the sample and a hole can be observed on the tubing of the transfer set. No pt injury or medical intervention was reported.